Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, loss (3,000 ohms) of capture and high thresholds. An automatic safety switch occurred to unipolar settings. The physician's office contacted technical services (ts) consultant to review device data. Ts provided recommendations for lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, loss (3,000 ohms) of capture and high thresholds. An automatic safety switch occurred to unipolar settings. The physician's office contacted technical services (ts) consultant to review device data. Ts provided recommendations for lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating the original model/serial of the right ventricular (rv) lead was sent with the incorrect model/serial. The rv lead model/serial have been updated. The rv lead was subsequently explanted due to high out of range pacing impedance. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation confirmed a fracture of the outer conductor, located at approximately 310 mm from the terminal end, indicating that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, loss (3,000 ohms) of capture and high thresholds. An automatic safety switch occurred to unipolar settings. The physician's office contacted technical services (ts) consultant to review device data. Ts provided recommendations for lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating the original model/serial of the right ventricular (rv) lead was sent with the incorrect model/serial. The rv lead model/serial have been updated. The rv lead was subsequently explanted due to high out of range pacing impedance. Besides surgical intervention, no adverse patient effects were reported.